Event description:
Additional information later reported the pump was used to deliver dilaudid, bupivacaine and fentanyl.

Event description:
It was reported there was a possible pocket fill. The healthcare provider (hcp) was refilling patient's pump, and at the time of refill thought the pump to be a 40ml pump. The hcp filled the pump with 23ml of medication, and then realized it was only a 20ml pump. The hcp tried to aspirate and was unable, therefore it was felt that a pocket fill had occurred. The hcp attempted to aspirate the pump a few times without success. At that point, the hcp filled pump with 10ml of preservative free normal saline (pfns) without any difficulty and was able to aspirate this out without difficulty, thus the concern with a pocket fill. It was noted at that time that the healthcare provider "rushed to care for patient", however further details or symptoms were not provided. It was later reported that the pump was filled with pfns and patient was admitted to the intensive care unit (ICU) for observation. Patient outcome was not provided, nor was the medication associated with the pocket fill. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8703w, lot# l35840, implanted: 1995 (B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the device event to inability to aspirate me dication from pump after refilling with 22 cc of medication.